Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The charging adapter was also replaced as it was determined to be a contributing to the charging issues. The customer's blood glucose level ranged from 100- 150 mg/dl.